Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, 6 mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.